Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The monitor's electrode belt receptacle pin was bent and the monitor was unable to securely connect to an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor